Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up with implantable cardioverter defibrillator pocket (ICD) erosion. Patient then had to undergo a complete ICD system explant on (B)(6) 2021. Patient was discharged after the procedure.